Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Event description:
We have been informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
Thank you for providing feedback regarding our product. In regard to this complaint, one 25 gauge disposable backflush instrument was received for investigation. As received, the instrument was in a sealed blister pack. Visual inspection confirmed the presence of a hair-like fiber in the blister. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Please note that our operations are executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Despite the control measures, the fiber was not detected before the product was released for distribution. Based on the investigation performed, it is determined that the reported event is attributable to an human error during quality control. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure mode ci-pack-foreignmat related to backflush instruments. Please note that while the 2023 incident numbers are up to date, the 2023 distribution figures are from (B)(6) 2023. As these products are still being distributed, the actual number of devices in the market is higher. The incident rate is therefore in fact lower.